Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The technician observed the ventilator to be contaminated. The device's blower motor, system board, internal tubing, and flow sensor assembly need to be replaced to address the issue.